Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and/or allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 1 of 3 mdrs filed for the same event (reference 0001825034-2015-02911 & 04337 / 04338 ).

Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2014. Subsequently, a revision procedure was performed on (B)(6) 2014 due to infection. During the procedure, all components were removed and replaced with cement spacer molds. It was further reported that patient was reimplanted on (B)(6) 2015.

Event description:
It was reported that patient underwent a left total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to infection. All components were removed and replaced with cement spacer molds.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; date implanted - unknown; initial reporter - unknown hospital; manufacture date ¿ unknown.